Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. No blank display anomaly was noted. No damage was found on the isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported she changed out her battery and now her insulin pump has a blank display. Customer's blood glucose is 215 mg/dl. She stated the issue started a week ago. She changed her battery three times and she was able to deliver insulin, but two to three hours later the screen went blank. Replacing the batteries does not resolve the issue. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. No blank display anomaly was noted. No damage was found on the isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.